Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform the self-test, a21 error test, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump passed the operating currents test. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.